Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e 7.2mg plus blood collection tubes was giving erroneous results. This occurred on 10 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: investigation summary: three (3) internal studies were conducted and summarized below: a study was conducted to replicate the observations highlighted by the customer using retention product from the complaint lot. Elevated lipemia indexes with bd vacutainer® edta tubes that were accompanied by elevation in plasma ammonia measurements were observed. The bd vacutainer® edta tubes consistently provided elevated lipemia indexes relative to bd vacutainer® lithium heparin tubes and the severity was increased when specimens were kept at room temperature as opposed to being kept on ice. Furthermore, additional centrifugation of the plasma reduces the cloudy appearance and returns the lipemia indexes to that of lithium heparin samples and every edta specimen produced a pellet during the plasma centrifugation. ¿ another study was conducted to determine if the elevated lipemia indexes are observed with competitor k2edta and k3edta tubes. Elevated lipemia indexes accompanied by elevations in plasma ammonia measurements were observed with the bd vacutainer® and competitor k2edta and k3edta tubes. Another study was conducted to determine the effect of centrifugation on lipemia index and ammonia measurements. It was observed that centrifugation greater than 10000 total g x minutes will stabilize the lipemia index and ammonia measurements in edta specimens. The internal studies conducted above were evaluated based on the information found in the product insert for the roche ammonia (nh3l) assay which indicates that lipemia indexes greater than or equal to 50 mg/dl will interfere with this assay. In june 2019, roche issued a product announcement for an improved ammonia assay with reduced lipemia interferences from 50 mg/dl to 700 mg/dl. This improvement will greatly minimize the risk related to lipemia interference with roche ammonia assay. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on internal studies, the observations in the complaint for elevated lipemia index values and ammonia measurements using the bd vacutainer® k2edta tubes was confirmed. Root cause description: the root cause is unknown. Although a definitive root cause could not be identified, the lower tube centrifugation rate and low lipemia interference index for the roche ammonia assay could potentially contribute to the observed elevated lipemia and ammonia levels based on bd internal investigations. Rationale: complaints received for this product and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. In addition, investigation with this issue on another instrument platform is on-going. A CAPA may be considered based on this investigation.

Event description:
It was reported that bd vacutainer® k2e 7.2mg plus blood collection tubes was giving erroneous results. This occurred on 10 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.